Event description:
The reporter indicated that the surgeon inserted a 20.5 diopter cq2015a collamer aspheric three piece lens and the trailing haptic broke. The lens was removed with no pt injury, no enlarged incision or sutures. Another same model lens was implanted. The reporter indicated that they felt the cause of the damaged lens was due to the cartridge.

Manufacturer narrative:
(B)(4) (other): the product pertaining to this complaint was not returned for eval. However, the lens was returned and visual inspection found the lens optic torn. One haptic was torn off and missing. The lens was returned in liquid and there was evidence of clear surgical residue. Eval: method (other): lens work order search. Results (other): a lens work order search was performed and no similar complaints were found within the work order. Conclusion (other): based on the complaint history, work order search and the eval of the returned product, possible root causes for lens tears include both delivery system issues and possible handling errors by the customer. A multifunctional team investigated complaints regarding lens tears associated with the cq cartridge. The resultant corrective actions included improvements in mfg, release testing, and eval of test results. Additionally, the injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens. (B)(4).